Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 92% stenosed, 3mmx26mm eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 3.00 x 28 synergy drug-eluting stent was advanced but could not cross the lesion. The device was removed and found the tip of the stent got deformed. The procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.